Event description:
It was reported that the patient's pump went dry for 13 days. A doctor then filled the pump with saline as a stop-gap measure to allow for testing to be done. The patient then tasted salt periodically during that time. Since then, the pump had been replaced however the catheter remained implanted.

Manufacturer narrative:
Concomitant medical products: the patient also had the following products at the time of the event: model 435135, serial number (B)(4); model 435135, serial number (B)(4); model 3116, serial number (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at a 40% mg/ml concentration at an unknown dose via an implantable pump for non-malignant pain and chronic low back pain. It was reported on 2016-oct-03 that the pump was alarming or beeping. It was indicated that the patient had been trying to find a healthcare professional (hcp) since (B)(6) 2016 and that the patient's alarm date was (B)(6) 2016 and that the patient had been without medication since (B)(6) 2016. It was noted that the patient was no longer seeing their previous hcp and that they had tried for two months to work with their insurance to find an hcp. It was unknown why they were no longer seeing the other hcp. No further information or symptoms were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.